Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that a protaper ultimate sequence 25mm x5 broke during use. Outcome is unknown as of this MDR. Requested additional information.

Manufacturer narrative:
Summary: five assorted protaper ultimate files 25mm were returned in loose. The ptul f1 25mm file is actually broken at the tip of the active part (fatigue). No material defect was found during analysis of the rupture pattern. No unused ptul f1 25mm file is available for evaluation. The other returned files are not broken and are without damage. Nothing unusual to report was found during DHR review (batch #1733626). Root causes are not identified. We will track this kind of event and monitor the trend.